Event description:
During a lead revision procedure, comminication with the implant could not be established. The surgeon replaced the pt's implant with a new boston scientific spinal cord stimulator.

Manufacturer narrative:
The explanted lead was discarded by the medical facility and will not be returned for eval.